Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that when he opened two of the infusion and noticed that the tubing was not very well attached to the site. No further information available.